Manufacturer narrative:
Should further information pertinent to this event become available, a follow-up report will be submitted. Customer did not want to return unit.

Event description:
It was reported to the manufacturer by the treating physician that after treating a patient for glaucoma using the iridex cyclo g6 laser system, the patient incurred severe inflammation, reduced vision and a dilated pupil in the right eye. This was the second time the doctor treated this patient for glaucoma using the cyclo g6. The first time was successful with no reported adverse event. The patient was treated with steroids and in follow up 3 weeks post procedure, the patient's vision had returned to 20/20 and the eye pressures were down. However, the pupil was still slightly dilated at 6 cm. The physician reported that the patient's eye was deep set and may have caused him to treat higher than usual. The physician reported that the laser has been used several times since the procedure with no problems or adverse events and therefore did not return the unit for evaluation.